Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(4) 2015, axsos plt surgery was performed. Surgeon tried to extract a screw with power tool because it was necessary to correct the alignment after screw insertion, but he used the power tool in the positive rotation. The screw was excessively locked to the plate. He tried to remove the screw with manual driver, but the tip of the driver was broken. He remove the broken tip and inserted screws to other holes of the plate.

Manufacturer narrative:
The reported incident that screwdriver bit t15, ao fitting was alleged of issue s-93 (patient or user related) could be confirmed, since the device was returned for evaluation. Based on investigation, the root cause may be attributed to a user related issue. The failure may have caused by the user¿s excessive tightening of the screw and then retreating it with manual driver. Therefore, no nc has been raised. The device inspection revealed the following: visual inspection was done and the driver's tip was found broken. Dimensional inspection: due to the nature of the complaint, a dimensional inspection was not considered necessary. Functional inspection: due to the nature of the complaint, a functional inspection was not considered necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: '' important information for doctors and or staff. Ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument. For your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). Special comments for application. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2015, axsos plt surgery was performed. Surgeon tried to extract a screw with power tool because it was necessary to correct the alignment after screw insertion, but he used the power tool in the positive rotation. The screw was excessively locked to the plate. He tried to remove the screw with manual driver, but the tip of the driver was broken. He remove the broken tip and inserted screws to other holes of the plate.